Event description:
Approx one year after laparoscopic bilateral ligation, pt complained of abdominal pain. Radiographic evidence showed a foreign body. Surgery for removal performed and foreign body appeared to be outer sheath of a reposable needle.